Event description:
It was reported the pt experienced an underclose with a return of spasticity. He felt tightness "from the top of my legs going down to the bottom" and could feel his legs "stiffen" beginning from hips and travels down to lower legs and feet. The pt stated they had refill last week and the dosage of baclofen was increased 25 micrograms a day. Pt states starting on wednesday, they started using a diabetes sensor. The pt was concerned that the sensor might interfere with the pump function. The manufacturer's representative indicated that this would not be expected to interfere with the pump; however, if it did the pt would hear an alarm. The pt stated they had not heard any alarms, although they would not be able to hear alarms. At approx five weeks later, the pt was brought in for a catheter dye study. About 8cc's of fluid was easily drawn from the catheter and dye was easily injected showing the catheter to be in proper place and functioning correctly. Upon finding this, the md accessed the reservoir and found that it was empty, even though pump was reading that it should have had 16ml. Md did a 40ml refill of baclofen at this time and programed the pt to receive a 50mcg bolus dose. This refill procedure was done under fluoro. The pt was kept in holding / procedure area and monitored for about 6 hrs. One hour post bolus, the pt was checked and his spasticity had decreased and reported by him as being better. Hourly checks were done. Prior to discharge, the pt's daily dose of baclofen was reduced from 300mcg/day to 250mcg/day and was instructed to take oral baclofen 10mg at night if needed. The pt was brought back in one week later for a reservoir check. Logs were read with no abnormalities found. The pt denied hearing any alarms (alarm was reset to 10 min interval on the last visit). Pump was supposed to have 36 cc's and that is exactly what was aspirated. The medication was placed back in the pump and the daily dose was increased to 280mcg/day with instructions to not take any more oral baclofen. The pt reported being sleepy a lot, but also reported that he had been taking the oral baclofen 3-4 times a day instead at night like instructed. The pt stated he was somewhat better. The itching was gone, but some rebound spasticity and muscle rigidity remained. A follow up appointment was made to monitor expected and actual volumes.